Manufacturer narrative:
The reported events were failure to capture and helix mechanism issue. A complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination revealed that the helix extended and clogged with blood/ tissue. X-ray examination found the inner coil over torqued at the connector region, consistent with procedural damage. No helix anomalies or distortion were found that would have contributed to helix mechanism issue reported in the field. After cleaning the blood/ tissue from the helix, the helix could be retracted and extended, and the helix length was measured within specifications. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/ tissue in the helix region and over torqued of the inner coil. The reported event of failure capture was not confirmed. Final analysis found no indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right ventricular (rv) lead was noted to exhibit high capture threshold resulting in loss of capture. Multiple repositioning attempts at different locations were done but were unsuccessful, the helix of the rv lead eventually failed to extend with adequate turns. Upon removal from the patient¿s body, the helix of the rv lead did extend but failed to retract. The rv lead was not used and replaced on (B)(6) 2025. There were no patient consequences.